Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: did anything unexpected happen prior to this incident? No. Was the clip fully advanced into the jaws? Yes. Were the clips formed, please describe the form? The clips closed in a "scissored" way (crossed legs). Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Cystic artery. About 3 mm. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? No. What were the patient's pre-existing conditions, did he/she suffers from cancer? No. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lose? Was a transfusion required? About 0.7 l. No transfusion required. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No does patient have a known coagulation disorder? No. Has the patient taken any steroids? No. What was the patient's pre-op hemoglobin and hematocrit? 12 grams. What was the patient's post operative hemoglobin and hematocrit? 10 grams. What was the quality of tissue in the area where the device was fired? Normal quantity. What is the age and sex of the patient? Male, (B)(6). What is the current status of the patient? Good. What actions were taken to stop the bleeding? Bleeding was controlled by using a like device. How was the surgery completed? The case was carried out in laparoscopy. Any other information available no.

Event description:
It was reported that during a cholecystectomy procedure, the clips were applied but the jaws didn't close perfectly but they worked as scissors, as a consequence the device cut the cystic artery. There was an significant bleeding but it wasn't necessary for a medical operation to manage the situation. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.